Event description:
Boston scientific received information that this right atrial lead was dislodged. This ra lead was explanted and a new lead was implanted on (B)(6) 2015. No additional adverse patient effects were reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.